Manufacturer narrative:
The investigation reviewed the data set provided by the customer: the qc results were within the specified ranges. The alarm trace had abnormal aspiration alarms surrounding the event; the event was consistent with suboptimal sample quality. The event that occurred on 01-oct-2025 (reported 15-oct-2025) was investigated by the field service engineer. While a definitive root cause was not identified, the system had recently undergone preventative maintenance, and on 14-oct-2025, the measuring cells, syringe seals, and pinch tubing were replaced. To ensure system stability, corrective actions were performed, including the cleaning and inspection of all probes and nozzles, recalibration of gear pump pressures, and adjustment of the mixer paddle cleaning water volume to address an identified insufficiency. On 16-oct-2025, a full instrument check was completed successfully. Validation was further confirmed through a successful precision study. The instrument is verified to be operating within established specifications. A general reagent or analyzer problem was not present, as the qcs before the event were within range. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas e 602 module serial number is (b)(6. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg stat result from one patient sample tested on the cobas e 602 module. On (B)(6) 2025: the initial result of the first patient sample was <1.0 miu/ml with a data flag. The physician questioned the result as they knew the patient was pregnant. The initial result of the second patient sample (undiluted) was >10000 miu/ml with a data flag. The repeat result of the second patient sample (at 1:100 dilution) was 21697 miu/ml or 22000 miu/ml. On (B)(6) 2025: the repeat result of the first patient sample (undiluted) was >10000 miu/ml with a data flag. The repeat result of the first patient sample (at 1:100 dilution) was 21508 miu/ml. The repeat result of the first patient sample (undiluted) was >10000 miu/ml with a data flag. The repeat result of the first patient sample (at 1:100 dilution) was 21986 miu/ml.